Event description:
We received a user facility medwatch# (B)(4) advising that during a lap gastric bypass, a small piece of one side of the harmonic instruments jaws was noticed lying on top of the patient's abdomen. It was promptly taken off the field and replaced with a new device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. The jaw was complete and no issues were found with the jaw. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.